Event description:
PICC wire came out intact, but a bend was noted in the last 5cm of the wire. The PICC was inserted smoothly without resistance or difficulty. When the wire was inspected by the two rns inserting the PICC, the bent piece broke off easily. All of the wire was accounted for and placed in a bag to be sent to the manufacturer. FDA safety report ID# (B)(4).